Manufacturer narrative:
The customer¿s report of the lvp infusing too fast was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The root cause of the customer¿s report of the lvp infusing too fast was not identified.

Event description:
The customer alleges that the pump infused nacl too fast (30 minutes) with a 500cc bag of medication which was programmed to run at either 2 or 10ml/hr. There was no report of patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer alleges that the pump infused nacl too fast (30 minutes) with a 500cc bag of medication which was programmed to run at either 2 or 10ml/hr. There was no report of patient harm.